Event description:
Needle broke and got stuck in the skin [device induced injury]. Case description: a pharmacist reported that a pt with diabetes mellitus, who was using a novofine needle, had a needle break and remain in the skin. Outcome is unknown. Analysis result received. Comment: further info has been requested.